Manufacturer narrative:
Power harness and board melted at the plug was reported on the statspin express 4 centrifuge. There were no reports of injuries, open flames, smoke emission or the fire department being called.

Event description:
Customer reported the main board burnt.